Event description:
The customer reported to olympus, the distal cover was lost during two different procedures with two different patients. The customer stated it is unknown why the distal cover fell off of the endoscope. The customer also stated the old version of the distal cover did not have such issues. In one procedure, the distal cover remained in the patient and was an emergency situation. No additional information is available. In the other procedure, the distal cover was recovered. No additional information provided. This event includes 4 reports: patient identifier (B)(6) is for the lost distal cover that remained in the patient for maj-2315. Patient identifier (B)(6) is for the distal cover that was recovered from the patient for maj-2315. Complaint 3 will be for the tjf scope and the lost distal cover that remained in the patient. Complaint 4 will be for tjf scope the distal cover that was recovered from the patient. This report is 2 of 4 for patient identifier (B)(6) is for the distal cover that was recovered from the patient for maj-2315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Also, since the customer said that the cover may not have been firmly fixed, it is highly probable that the cover was not properly attached to the scope and that the cover came off. As described in the instructions for use (IFU) "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility educated or continuously educated its personnel about handling methods. 2. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). 3. The facility used care when attaching the distal cover, so that it does not crack. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton/trolley in a recommended environment (per the IFU.)

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.